Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging difficulties. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to charging difficulties. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(4). The returned ipg was analyzed, and the data logs did not reveal any anomalies related to premature battery depletion. However, a low charge current was observed on the charging log, as well as the thermistor being triggered, which resulted in a low battery voltage. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU). A labeling review found that the user is advised to ensure proper ventilation and correct placement of the charger directly over the stimulator during charging. It is most likely that the user did not correctly align and ventilate the charger and stimulator during charging.